Event description:
It was reported that there was premature battery depletion due to lv (left ventricular) output of 6.0 v. The device was explanted and replaced. It was also reported that there was intermittent capture at maximum output due to increasing thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device met 80% of expected longevity.